Manufacturer narrative:
On (B)(6) 2019, it was noticed that the following was erroneously omitted from the follow up report mrn (B)(4) submitted on (B)(6) 2019: on (B)(6) 2019, mentor received the device for analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, baker grade 4. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient underwent a primary breast augmentation with mentor memorygel breast implant 350cc and experienced bilateral capsular contracture, baker grade 4 post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the right side device.